Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. The patient experienced a blood glucose result of over 500 mg/dl. The caller alleged that the problem had been caused by the fact that the insertion needle of their link assist plus was defective and the needle had remained in the safety position without piercing the skin. The cannula was leaning on the skin surface that hadn't been pierced; preventing the insulin to be absorbed by the patient's body. The caller confirmed that the adhesive plaster of the infusion set was completely wet. The patient was transported to the hospital. The hospital diagnosed the patient with ketoacidosis. The type of treatment provided by the hospital was not provided. It is unknown how long the patient was hospitalized. The caller alleged that the same thing happened with a 2nd infusion set on (B)(6) 2018. Again, the adhesive plaster was completely wet and the insertion needle had remained in the safety position and the patient's skin had not been pierced. There was no adverse event related to this 2nd occurrence. The infusion sets were requested to be returned for product evaluation.